Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A center director reported a patient presented with two plus diffuse lamellar keratitis (dlk) bilaterally one day post lasik. Topical steroid drop dosage was increased. Patient states doing good. Loss of best corrected visual acuity was noted. Upon follow up, five days post lasik, dlk was reported to be resolved in the left eye. Thirteen days post lasik, foreign body sensation was noted in the left eye. Patient is to use artificial tears six to eight times a day and gel at bedtime. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).